Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had unexpected restart alarm during normal use. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing.